Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of high defibrillation impedance were observed on the device. It was suspected that the cause of the high impedance was externalized conductors. X-ray imaging was performed, but revealed no anomalies. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.